Event description:
Reporter indicated he was returning an explanted vns generator from a deceased patient. No information about the patient or generator was provided by the reporter. All attempts for additional information and generator return from the reporter have been unsuccessful to date.